Manufacturer narrative:
Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6).. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent an explant due to an infection at their pocket. Antibiotics were also prescribed to treat the infection. The patient is expected to fully recover. The patient's symptoms returned, but they stated that they were doing better with the device removed.